Event description:
It was reported that pump battery did not charge, eventually leading to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Pump remained out of warranty, pump was not replaced and customer continued relying on multiple daily injections as backup while expressing interest in out-of-warranty loaner options.